Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694965, implantable tachy lead, implanted: (B)(6) 2005; product ID: 419378, implantable pacing lead, implanted: (B)(6) 2003; product ID: 1028t, competitor implantable pacing lead, implanted: (B)(6) 1993; product ID: 1148t, competitor implantable pacing lead, implanted: (B)(6) 1993. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device exhibited a potential performance issue and was implanted less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.